Manufacturer narrative:
(B)(4). G2: foreign ¿ canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that a powder-like substance was found on the envelope of the sterile packaging. Another cup with a different lot number was opened to complete the case. No patient harm or impact reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.